Event description:
The customer initially called to report experiencing skin infection at the infusion set insertion site. During the call, the customer reported that he received a no delivery alarm about a couple of weeks ago. Blood glucose value is unknown. Customer stated the alarm was resolved by a complete infusion set and reservoir change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.